Event description:
On (B)(6) 2015 arjohuntleigh received the FDA report (B)(4) from (B)(4) the us importer of the device. On (B)(6) 2014 (B)(4) received a report from the customer regarding the incident involving the hoyer 600 lift and the sling: on (B)(6) 2014 the sling was placed too low. When the certified nursing assistant (cna) that was guiding the pt let go to position the wheelchair underneath her, the pt fell backward out of the sling. The cna attempted to catch the pt, however was only successful in slowing the fall. The pt bump the head but, otherwise, had no marks or injuries. Neurologically, the pt was at her baseline abilities. The pt then was sent to the emergency room from evaluation and everything was within normal limits.